Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
It was reported that before use, the device experienced technical failure alarms 316 and 545. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.